Manufacturer narrative:
A ge service representative performed an on site investigation. The driver pcb and control pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the ups was alarming. Further information was received from the fse indicating that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.